Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partial retracted position. Visual inspection found dried blood around the helix tip. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that two days post implant of this right ventricular (rv) lead there were observations of high thresholds which resulted in loss of capture. The loss of capture occurred for less than two seconds and the patient experienced feeling palpitations. It was also noted that the rv pacing impedances were high out of range. A lead revision was performed and during the revision procedure it was found the pin was under inserted in the connector block. The revision procedure was successful. Then five days later the patient presented to the hospital with palpitations and loss of capture again. The physician elected to perform another lead revision. During the lead revision the physician did not like how the helix was behaving and decided to explant this rv lead and replace it with another rv lead in a different location. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post implant of this right ventricular (rv) lead there were observations of high thresholds which resulted in loss of capture. The loss of capture occurred for less than two seconds and the patient experienced feeling palpitations. It was also noted that the rv pacing impedances were high out of range. A lead revision was performed and during the revision procedure it was found the pin was under inserted in the connector block. The revision procedure was successful. Then five days later the patient presented to the hospital with palpitations and loss of capture again. The physician elected to perform another lead revision. During the lead revision the physician did not like how the helix was behaving and decided to explant this rv lead and replace it with another rv lead in a different location. No additional adverse patient effects were reported.